Manufacturer narrative:
Concomitant medical products: product ID: lnq11, implantable cardiac monitor implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that sometimes "the pacemaker provides a pace'' while their heart is beating. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.